Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were going to be explanted due to a pocket infection. However during the procedure the physician noted the infection seemed more superficial and opted to clean the wound and keep the products implanted instead. The s-ICD and electrode remain in service and no additional adverse patient effects were reported.